Manufacturer narrative:
(B)(6). The device was not returned for analysis. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During use, it was reported that the saber balloon catheter ruptured at four atmosphere (4atm). There was no patient injury. The saber balloon was replaced with a same size unknown balloon and the procedure was completed. A smart stent was implanted and ivus checked before finish the procedure. There was no patient injury reported. The lesion was the superficial femoral artery with diffuse calcification. The access site was the common femoral artery. A 55cm competitor's guiding catheter was inserted and made a cross-over. Then a saber balloon was brought from a sanitary storage. The package and the pouch were opened and there was no anomalies confirmed. A guidewire crossed the lesion and an ivus observed the calcified lesion. The physician decided to insert the saber balloon and there was not issue with balloon set-up. There was slight resistance felt when the balloon crossed the lesion, and a competitor's indeflator inflated the balloon. However, the balloon ruptured at 4 atm during its initial inflation and a leakage of contrast media was confirmed. The device will not be returned for analysis due to infectious disease(s).

Manufacturer narrative:
Additional information was received via email and section b% event description was updated in the first paragraph below. During use, it was reported that the 5x250mm 155cm saber rx balloon catheter (bc) ruptured at four atmosphere (4 atm). The saber balloon was replaced with a same size unknown balloon and the procedure was completed. A smart stent was implanted and ivus checked before finish the procedure. There was no patient injury reported. The lesion was the superficial femoral artery (sfa) with partial calcification, slight tortuosity, and ninety-nine percent (99%) stenosis. The access site was the common femoral artery. A 55cm competitor's guiding catheter was inserted and made a cross-over. Then, the saber balloon was brought from a sanitary storage. The package and the pouch were opened and there was no anomalies confirmed. A guidewire crossed the lesion and an ivus observed the calcified lesion. The physician decided to insert the saber balloon and there was no issue with the balloon¿s set-up. There was slight resistance felt when the balloon crossed the lesion, and a competitor's indeflator inflated the balloon. However, the balloon ruptured at 4 atm during its initial inflation and a leakage of contrast media was confirmed. There were no difficulty inflating the balloon during prep. There were no difficulties removing the product from the hoop, the protective balloon cover, the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. A competitor's contrast media and inflation device was used. The inflation device was successfully used with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve, the guide catheter, or through the vessel. There was no difficulty crossing the lesion. The catheter has never been in an acute bend. The product removed intact (in one piece) from the patient. There was no difficulty tracking towards the lesion. The device was stored per the IFU for one week. No other information was provided. The device was not returned for analysis due to the patient¿s infectious disease. A device history record (DHR) review of lot 17638838 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, vessel characteristics (partial calcification with slight tortuosity and 99% stenosis) and procedural/handling factors (slight resistance crossing the lesion) may have contributed to the reported event since calcified/resistant lesions can cause damage to a balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the result of in vitro testing. At least 99.9% of the balloons (with a 95% confidence level) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR review nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.